Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced leaking urine discharge and mesh erosion. A revision of vaginal mesh, cystoscopy, posterior repair, bilateral sacrospinous ligament fixation, perineorrhaphy and a cystoscopy were performed.